Event description:
The user facility reported an 81-year-old female patient of unknown race and ethnicity in non-st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that due to coagulopathic issues there was no heparin. The patient was observed to have suffered a stroke. The stroke occurred on day two of the support. The pump was explanted the next day. The patient survived the stroke event. At the time of explant, there was an observation made of thrombosis at the pump inlet.

Manufacturer narrative:
The product was returned for investigation, but data logs were not provided. Biomaterial was observed on the impeller. The pump ran as expected during a test in a bucket of water after removing the biomaterial from the impeller. The doctor also observed a clot on the pump with the returned product. As per the provided clinical information, heparin was not administered due to coagulopathic issues. During impella support, left-side weakness was noted, and a computed tomography (CT) scan revealed a right-sided posterior cerebral artery (pca) stroke. The pump was explanted the following day. The root cause of the stroke issue was biomaterial observed during the pump support. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."